Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patients ipg was not retaining a charge as well as it used to. The patient underwent an ipg replacement procedure and the patient was doing well post operatively. The explanted ipg was not returned.